Manufacturer narrative:
The following products were used in the surgery. Some of the below products are not approved for sale in us. For such products, the similar products that are approved for sale in us are mentioned in the brackets: product ID: g9010001540, lot: h5581935, qty.: (B)(4),(k): k153589, UDI: (B)(4). Product ID: 55740005525, lot: h5553305, qty.: (B)(4). (Similar product ID: 55840005525, 510(k): k113174, UDI: (B)(4)). Product ID: 55740005520, lot: h5489003, qty.: (B)(4). (Similar product ID: 55840005520, 510(k): k113174, UDI: (B)(4)). Product ID: 55740005520, lot: h5264293, qty.: (B)(4). (Similar product ID: 55840005520, 510(k): k113174, UDI: (B)(4)). Product ID: 8219500, lot: vs18c001, qty.: (B)(4), 510(k): k163181, UDI: (B)(4). Product ID: 8205300, lot: ct18b033, qty.: (B)(4), 510(k): k163181, UDI: (B)(4). Product ID: 8205300, lot: ct17f014, qty.: (B)(4), 510(k): k163181, UDI: (B)(4). Product ID: 7078396, lot: h5569567, qty.: (B)(4). (Similar product ID: 5540030, 510(k): k113174, UDI: (B)(4)). Product ID: 7078396, lot: h5590071, qty.: (B)(4). (Similar product ID: 5540030, 510(k): k113174, UDI: (B)(4)). Product ID: 7078396, lot: h5590104, qty.: (B)(4). (Similar product ID: 5540030, 510(k): k113174, UDI: (B)(4)). Product ID: 55740006535, lot: h5530456, qty.: (B)(4). (Similar product ID: 55840006535, 510(k): k113174, UDI: (B)(4)). Product ID: 55740006545, lot: h5571645, qty.: (B)(4). (Similar product ID: 55840006545, 510(k): k113174, UDI: (B)(4)). Product ID: 5531199, lot: 0686003w, qty.: (B)(4) (similar product ID: 5541199, 510(k): k132471, UDI: (B)(4)). Product ID: 5531198, lot: 0684985w, qty.: (B)(4). (Similar product ID: 5541198, 510(k): k132471, UDI: (B)(4)). Product ID: g869h021, lot: 0579956w, qty.: (B)(4). (Similar product ID: 869-021, 510(k): k040962, UDI: (B)(4)). Product ID: 55740006545, lot: h5566395, qty.: (B)(4). (Similar product ID: 55840006545, 510(k): k113174, UDI: (B)(4)). Product ID: 55740006535, lot: h5530456, qty.: (B)(4). (Similar product ID: 55840006535, 510(k): k113174, UDI: (B)(4)). Although it is unknown whether these products caused or contributed to the reported event, we are filling this MDR for notification purpose. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with pseudoarthrosis after compression fracture at t12 and l1. She underwent thoracolumbar vertebral posterior fusion at t10-l4. Issues such as intra-operative massive bleeding was not found during the operation in which the reported products were implanted and the operation itself had been completed without any problems. Anterior fixation was scheduled to be performed on (B)(6) 2020. However, the patient¿s health condition worsened on (B)(6) 2020; and on (B)(6) 2020, the patient died. The cause of death was not known. Postoperative necropsy was not performed according to the wishes of the patient's families, and it became impossible to determine the cause of death. Originally, the patient had thrombus in the lower limbs and had a poor heart function, and because the patient¿s general condition was not good, the scheduled operation has been once postponed, and this surgery was performed. It was said the operation was performed after the patient and the patient¿s families were told that the risk level was high. Doctor¿s additional comments: the surgeon considered that it was not a problem related to the implants.